Manufacturer narrative:
(B)(4). Batch # u5d054. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned articulated to the left, the closing trigger and anvil in the closed position, the knife advance, with the anvil bent upwards and with one gst45t reload loaded in the device. The reload was received partially fired 2/3 and with damages on the reload deck, with some b-formed staples on the reload deck. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open pneumonectomy, the knife stopped moving forward during use. The manual override lever was used to release the device. The surgeon commented the target tissue was cut twice before so that it was very thick and hard. The jaws clamped the existing staple line too. The cartridge color was black. Another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable as of 2 days after the surgery. No further information is available.